Event description:
It was reported that during device replacement for normal battery depletion, externalized conductors were observed via fluoroscopy. All electrical parameters were within the normal range and the physician elected to continue using the lead. Patient was in good condition after the event.